Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to: deployment failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent vascular access interventional therapy (vaivt) to treat a venous anastomosis stenosis of an arteriovenous graft (unknown manufacturer) at a brachial ulnar vein using gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device). During the treatment, a 7 fr ultra high flow sheath and a v18 300 cm guidewire were used. A 7 mm balloon was used for pre-ballooning the stenosis area. Then the vsx device was inserted into the target region. An attempt was made to deploy the vsx device, however a strong resistance was felt. The physician discontinued use of the vsx device. A gore® viabahn® endoprosthesis with heparin bioactive surface, 7 mm x 5 cm, was successfully implanted. The patient tolerated the procedure. The physician stated that the deployment had not begun. He didn't think the deployment line was broken. A stiff guidewire was used, but a "bowstring" might have occurred.